Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. When deploying the ipsilateral leg of the device, the main body was pushed proximally up causing migration of the device proximally. The physician continued with deployment of two contralateral leg components within the left side and placement of an iliac extender component on the right side. "Intraprocedure" angiography was performed and revealed a distal type I endoleak from the contralateral leg component (plc181000j/18000404) on the left side. Ballooning was performed and the endoleak was resolved. Angiography also revealed that the proximal part of the trunk-ipsilateral leg component partially covered the ostium of the right renal artery. Blood flow to the right renal artery was observed, but the physician decided to place a bare metal express stent in the right renal artery. The patient tolerated the procedure.